Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during testing, the display screen was found to be faded and discolored. A test screen was inserted and functioned appropriately. Unrelated to the complaint, the cartridge compartment was found to be cracked. A review of the history revealed the time and date reset to default; the pump was opened and the internal battery was found to be leaking.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.